Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure balloon angiography, the tip of the catheter broke off. The broke tip was removed after mobilization with a snare system and suction with a catalyst. The procedure was successfully completed using another device. There were no clinical consequences reported to the patient due to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the distal 1cm was broken/ fractured from the balloon catheter shaft. The proximal end of the break was slightly flattened. A functional test was unable to be performed as the distal tip was broken/ fractured. As per the additional information, there were no anomalies noted to the devices prior to use and the device was prepared as per the device direction for use (dfu). The damage noted to the returned device is consistent with advancing or withdrawing the balloon catheter system against resistance. It is probable that the device was damaged during the clinical procedure causing the as reported event. An assignable cause of procedural factors will be assigned to the as reported. As per the additional information, there were no anomalies noted to the devices prior to use and the device was prepared as per the device direction for use (dfu). The damage noted to the returned device is consistent with advancing or withdrawing the balloon catheter system against resistance. It is probable that the device was damaged during the clinical procedure causing the as reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure balloon angiography, the tip of the catheter broke off. The broke tip was removed after mobilization with a snare system and suction with a catalyst. The procedure was successfully completed using another device. There were no clinical consequences reported to the patient due to the event.